Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired due to multi-system organ failure. Additional information was received from the vad coordinator that the patient was on hospice care and did not have a post mortem. The pump was not explanted.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.